Event description:
Boston scientific received information that this system exhibited high out of range shock impedance measurements. Attempts to obtain additional information were made; however, at this time no further information has been made available. This product remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated the high out of range shock lead impedance problems were resolved with the help of latitude clinician support. The system remains implanted. No adverse patient effects were reported.